Manufacturer narrative:
Updated fields: g3, g6, h2, h6, and h11. Annex a updated to "g04002 - actuator". Annex b updated to "b15 - analysis of information provided by user/third party".

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
According to an intuitive surgical, inc. (Isi) field service engineer (fse), the customer rebooted the system after completion of the case which resolved the issue. No site visit was conducted. The system was working properly with no issues during 2 subsequent surgical procedures.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the customer was unable to move universal surgical manipulator (usm) #3 with the use of the clutch buttons. At the time the issue occurred, the patient experienced bleeding from the parametrial vessels. The surgeon stated they felt they did not have time to work through the trouble shooting measures and it was safest to convert to an open surgical procedure. The surgeon stated that while the bleeding was expected during this surgery, if usm #3 had been functioning as expected, the bleeding would have been controlled and they would not have converted to an open laparotomy. The surgeon stated the estimated blood loss was 500ml, and the patient was transfused with 2 units. The patient was given a vertical midline incision, tolerated the conversion to open surgery, and had no other post-operative complications. The system was rebooted after the surgical procedure and has been used since with no issues reported. The patient is currently recovering appropriately, and her hemoglobin was stable post-operatively with no further transfusions required.